Manufacturer narrative:
System and bronchoscope manufacturing records were reviewed and found no issues associated with this case. The scope was discarded and therefore unavailable for investigation; however, manufacturing records confirmed it had passed all final qa/qc checks. Video review showed no use errors or system malfunctions. The physician did not attribute the pneumothorax to the galaxy system, stating it resulted from the lesion's pleural location and the biopsy procedure itself. Video evidence supports this conclusion, confirming deliberate scope control, appropriate system function, and a temporal link between the needle biopsy and onset of pneumothorax.

Event description:
During a galaxy-assisted biopsy procedure, a pneumothorax was identified on fluoroscopy immediately following the second needle pass. The patient remained hemodynamically stable, allowing the physician to complete the remaining planned biopsies before placing a left-sided chest tube prior to staging ebus. The patient was admitted overnight for observation and remained stable throughout the event. No further complications or interventions were reported. No malfunctions were reported.